Event description:
A dissection occurred during the advancement of the guidewire while on flow reversal. After two attempts to cross behind the dissection, the team decided to close the area. The arterial sheath was reentered into the carotid proximal to the initial site. The surgeon was then able to access the right internal carotid artery and cover the dissection with a 10x40 stent.